Event description:
All syringes were used for the preparation of cystostatic solutions in the pharmacy of a university hosp. The customer reported several problems: leakage past the stopper, scale printing not complete and damaged barrel wall.